Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 6 failed due to the faulty latch. A field service engineer replaced the full height latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the main drawer 6 failed to recover. The customer had tried to recover the drawer by rebooting the station, but the issue persists. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation. This incident caused a delay in patient care of approximately three hours and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.